Event description:
It was reported that there were some electrogram markers that had some tight a-a intervals, oversensing was indicated. There was also diminished sensing on the right atrial (ra) lead as they were only seeing millivolt p-waves on the egm. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-52 lead, implanted (B)(6) 2000. (B)(4).